Event description:
It was reported that the patient has had an increase in seizures, as well as an increase in intensity and duration of seizures, for the past 6 months. He had been hospitalized twice in this time period for his seizures. Attempts for additional pertinent information have been unsuccessful to date.